Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil did not detach.

Manufacturer narrative:
Product analysis: equipment used- video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition- the concerto coil was returned within a shipping box, within a sealed plastic biohazard pouch and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. No evidence of detachment attempts was found at these locations. The concerto pusher was found twisted/kinked at ~8.4cm from the distal end. The coin was found still against the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found slightly damaged testing/analysis ¿ an in-house instant detacher was used to try to detach the returned concerto coil. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap. The instant detacher failed to detach the concerto coil. The break indicator was then broken, and the release wire was retracted but found to be stuck within the pusher. The pusher outer jacket was removed distal to the twist/kink, and the release wire was retracted from that location, retracting the coin from within the lumen stop. The implant coil was detached with no issue. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed as the device was returned with the implant coil still attached. However, there was no evidence of detachment attempts. It is likely the cause of the non-detachment is the kink/twist found on the pusher. It is likely the damage caused the release wire to become stuck and not retract during detachment attempts. When the release wire distal to the damaged location was retracted, the implant coil detached with no issues. Possible causes for pusher kink/twisting include, but not limited to, lack of hydration before procedure, continuous flush not performed during procedure (or insufficient continuous flush), tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances/retracts the coil against resistance or incompatible catheter. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.